Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during testing in lab. Therapy connector j16 pins were found to have lifted pins, hence the defib test failure during operational check.

Event description:
While servicing the device, it was discovered by a philips bench technician that the processor pca was damaged and needed to be replaced to return the device to philips' recommended specifications. It is not known how the processor pca became damaged. There was no reported patient or user involvement and no adverse patient/user impact.